Event description:
N/a.

Manufacturer narrative:
An event of chest pain and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 clinical code 1994 pain removed and replaced with 170 angina.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6), 2023, a 25mm amplatzer amulet occluder was implanted. It was noted that the patient was prescribed a regimen dual antiplatelet therapy (dapt) post-procedure. On (B)(6), 2023, the patient presented to the emergency room with chest pain. Pericardial effusion was noted and a pericardiocentesis was performed. The pericardial effusion did not lead to cardiac tamponade. After successful drainage of the pericardial effusion, only a single antiplatelet medication was continued. The direct cause of the pericardial effusion is unknown, but the implanting physician alleges the 25mm amplatzer amulet occluder was a contributing factor. The patient was stable and discharged at the time of report.